Event description:
The technician alleged the bed exit does not have an audible alarm. No pt impact.

Manufacturer narrative:
The technician replaced the bed exit power control board assembly to resolve the issue.